Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contributed to the cable breaking. The complaint regarding broken cable was confirmed by failure analysis. Common causes of grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the mega needle driver instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure is not related to the motion of the instrument. There was 1 cable protruding at the distal end of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed.